Event description:
It was reported that the device was prophylactically explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No malfunction was reported, and the patient is in stable condition with no adverse consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed including outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. No anomalies were found that can potentially cause any functional issue. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity.

Event description:
Additional information was received indicating that the device was explanted and replaced due to premature battery depletion.